Event description:
Information received from the field notes atrial and ventricular loss of capture. The patient had an underlying rhythm of 20 bpm. Subsequent evaluations revealed appropriate capture. The patient is stable without any reporrted effects from the event.